Event description:
It was reported that approximately 20 minutes into the benign prostatic hyperplesia (bph) procedure, the physician observed that the lateral fiber laser that resect the prostate, changed direction. The physician replaced the fiber indicating that it was dangerous to continue the procedure because the fiber was firing toward the bladder. The procedure was successfully completed with another fiber without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.